Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs3172 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (recs3172) have been reported from the same facility.

Event description:
The facility reported that on (B)(6) 2018, the rn verified that no air was present in line prior to starting cvvh. Shortly after the machine was turned on, the alarm went off indicating that air was present in the arterial line. The rn turned off the machine, clamped the line and could see air in the extension leg of the arterial lumen. On 9/4/2018: additional information rec'd: the catheter had been in place for approximately 11 days and was sutured and sorbaview dressing was used. The patient had been on cvvh intermittently for several days. The machine¿s alarm indicated that there was air in the line. All lines and the machine were double checked by two staff members at time of cvvh initiation, and again by two staff members when the machine alarmed. Troubleshooting the machine and lines led to noticing the issue with the catheter.